Event description:
During a laparoscopic banding procedure, the device contributed to a liver perforation. The perforation was repaired with coagulation and sutures. The operating room time was extended by fifteen minutes. The pt has fully recovered with no additional complications at this time.